Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor seized, jammed, and was heavy moving. It was noted that the rotor was locked, the valve had low resistance, and natural wear. It was also noted that the device failed pre-repair diagnostic tests for air leak, function of the soft mode switch (safety system), function of the triggers for forward/reverse mode, untrue running, excessive noise, the power with test bench, and starting behavior. It was noted in the service order that before use on the patient that the device had instability during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.